Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (connector stuck) was confirmed. The monitor's electrode belt receptacle was pulled from the monitor enclosure, and there was evidence of attempted repair with glue to hold the belt connector in the belt receptacle. Additionally, pieces of the belt connector broke off and were stuck in the belt receptacle. The root cause for the damaged connector was excessive force. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector damage) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor. Device manufacture date: monitor: 03/02/2015. Electrode belt: 10/08/2012.

Event description:
A us distributor reported that a patient's monitor and electrode belt were stuck together and that the belt connector was damaged.